Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.08710 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected no delivery alarm, a17 alarm, a21 alarm or reset time/date anomaly after change battery noted during testing. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 538 mg/dl at the time of incident. Customer¿s other blood glucose level was 436 mg/dl. Customer treated with manual injection. Customer reported that the customer allege insulin pump was under delivering due to high blood glucose. Customer reported that the insulin pump had multiple insulin pump error in history. Customer stated that the drive support cap was normal. Customer reported that they were able to clear the alarm. Customer was able to complete rewind. Customer stated that the alarm occurred shortly after inserting a new battery. Customer was assisted to performing a self test and the test passed. Customer also reported that the insulin pump had no delivery alarm which was resolved by changing complete set. Troubleshooting was performed for under delivery and high blood glucose level. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.